Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced mesh extrusion, pain, erosion, unspecified bowel problems, recurrence, dyspareunia, vaginal scarring, blood loss, and required nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced inability to void, mesh erosion/extrusion, pain, bleeding, heaviness and aching in pelvic area, weight gain, vaginal scarring, dyspareunia, recurrence,bowel problem, required nonsurgical interventions including medications and required surgical intervention. Per additional information received, the patient has experienced mesh extrusion/erosion, husband noticed evidence of mesh during sexual intercourse, excision of vaginal mesh, slightly slower stream, and vaginal discharge. She has required surgical and non-surgical interventions. Per the plaintiff fact sheet, she alleged that she also experienced removal of mesh due to it not being in the right place - mangled and shifted from the proper location, constant heaviness and ache in pelvic area, severe pain during intercourse, erosion of bladder sling, loss of consortium, recurrent vaginal pain and an additional removal of mesh on (B)(6) 2018. Per additional information received, the patient has experienced severe pain during exercise, bleeding, weight gain, frequent ache in pelvic area, injury, impaired sexual relations, uterine ablation, dyspareunia, vaginal scarring, anxiety. The patient required surgical and non-surgical interventions.